Manufacturer narrative:
Sections with additional information as of 08- feb-2021: d10/h3/h6: product returned for evaluation. Visually inspected returned syringes. Needle showed no signs of being bent, broken or warped. Syringe aspirated and dispensed liquid substance properly. Plunger functioning as intended and black piece intact. No defect found. Most likely underline root cause mlc-061 added: improper use/mishandle by end user: poor tech-not familiar IFU.

Manufacturer narrative:
Internal report reference number: (B)(4). Product is not returned for investigation yet. Note: manufacturer contacted customer in a follow-up call to ensure the initial concern was resolved (case: 65101-1) - able to establish contact with customer who stated her pharmacy provided her with new syringes, but it is not satisfied. Complaint from same customer, different product - case linked with MDR: 1000113657-2020-00920.

Event description:
Consumer reported complaint for the syringes stating that the needles bent. Customer states the syringes bend when inserting into her insulin vial and also states they are only bending but not breaking. The customer did not report symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. The syringe lot manufacturer¿s expiration date is 02/20/2023 and open date is undisclosed. Customer declined to provide product lot number and any additional information.